Event description:
It was reported to the boston scientific corporation that after placement of a corflo cubby low profile gastrostomy device, the feeding tube to y-port connection leaked. The device was replaced with another corflo cubby low profile gastostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.